Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow up, the left ventricular lead was thought to be dislodged but no imaging is available. There was a complete loss of capture in the left ventricle and the lead was capturing the atrium. The device was reprogrammed to resolve the issue. The patient is in stable condition.